Event description:
The initial reporter received questionable elecsys hcg + beta test system results from 1 patient on a cobas 6000 e601 module. On (B)(6) 2022, the first sample's initial hcg result was 1107 miu/ml. The result was released outside of the laboratory. The physician ordered another sample the next day. On (B)(6) 2022, the second sample's initial result was 9.02 miu/ml the repeat result was 23.05 miu/ml. The second repeat result after instrument re-calibration was 0.989 miu/ml. The first sample was repeated on (B)(6) 2022 and the result was 6.04 miu/ml. The second repeat result after instrument re-calibration was 1.07 miu/ml. Both samples were also sent to another lab for testing. The first sample's result was 1.21 miu/ml with flag and the second sample's result was 1.10 miu/ml with flag. The result of 1.07 miu/ml was deemed correct. The reagent lot is 58457901 and the expiration date is 31-mar-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2022, one level of qc was outside of its specified range. On (B)(6) 2022, a lot calibration could not be generated and there was a very low calibration factor. The alarm trace showed an abnormal probe-sucking alarm on (B)(6) 2022. Based on the qc data, a general reagent problem can be excluded. The root cause of the event could not be determined,